Manufacturer narrative:
This report is submitted on january 12, 2018.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017, subsequent experiencing a skin flap infection. The patient was not reimplanted with another device.

Manufacturer narrative:
The correct date of explant is (B)(6) 2017.